Event description:
It was reported that the patient heard the device alarm several times. Device interrogation indicated the device alarm was due to closure of the reed switch. The cause for the alarm was originally thought to be due to magnetic interference however it was reported that there was no magnetic involvement. At this time no changes have been made and the device remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d234drg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product ID: 6948, implanted: (B)(6) 2004; product ID 4574, implanted: (B)(6) 2004. (B)(4).